Event description:
Vague written report received from baxter affiliate states ruptured reservoir and leakage discovered in two devices. Per reporter "it is unknown if rupture happened at the end of the filling procedure or during usage on the patient." Reporter states devices contained sodium chloride 0.9% and it is "unknown, if 5fu was already added!". Reporter states that no patient injury occurred and no medical intervention was required as a result of the reported condition. Per reporter no additional information is available.